Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, stained end cap sticker, and cracked battery tube threads.

Event description:
It was reported the buttons on the insulin pump were not working and the number were ramping. Customer's blood glucose was 137 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.